Event description:
It was reported that the patient presented in clinic for follow up, with multiple noise reversion episodes. The noise was causing pacing inhibition and the dependent patients rate was dropping. Review of egm revealed that the noise was present on both a and v channels. V noise reversion pacing turned on which was previously set to pacing off. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.